Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of approx. 11 month, shock impedance values > 150 ohm were reported. At the moment biotronik has no further information with regard to a revision procedure of the system. Should we receive more details, this report will be updated. No adverse patient side effects have been reported.